Event description:
A nonconformance to an iec 60601-2-32 standard for clearance was found during engineering iec finger/foot pinch testing. The risk has been identified on the lateral c-arc when the lateral gantry is in pa (c at 0 deg). At this position, the distance between the floor and the c-arc end is 38mm, while iec standards requires lsl=50mm. No injuries have been reported. The concern is for possible hcp injury to their feet.